Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer stated she has had several incidents of hypoglycemia because the pump is administrating more insulin than it is programmed to. No adverse event alleged. No product will be available for investigation.